Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8578, lot/serial# (B)(4), implanted: (B)(6) 2017, product type catheter; ubd: (B)(4) 2018, UDI#: (B)(4) & product ID: 8731sc, lot/serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; ubd: (B)(6) 2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, and healthcare provider (hcp) via a manufacturing representative (rep), regarding a patient receiving 50 mg/ml of morphine at 9.796 mg/day and 38.4 mcg/ml of clonidine at 7.523 mcg/day, via an implantable pump for non-malignant pain. It was reported the patient began to experience pain and swelling on (B)(6) 2018. The patient reported they had swelling in their back and normally they could feel their catheter, but they could not feel the catheter because of the swelling. The swelling was at the base of the spine where the catheter goes into the spine. The consumer reported the patient had not had any falls or trauma. The consumer also reported the patient did not ¿feel it working¿ and they were in some pain. The consumer was redirected to follow-up with a healthcare provider. Additional information was received from a healthcare provider later that day ((B)(6) 2018). The hcp stated the patient was at the emergency room stating they were told by the manufacturer to see a physician to rule-out an infection and the connection of the pump and catheter. The hcp stated they planned to do an x-ray to confirm the pump and connector were connected. The hcp was transferred to the national answering service to have a rep contacted to read the pump and assist with further troubleshooting. Additional information was received (B)(6) 2018 from the hcp via the manufacturing rep. It was reported the patient was experiencing withdrawal symptoms. The date of the event was provided as (B)(6) 2018. Regarding any environmental/external/patient factors that may have led or contributed to the issue, the rep reported the patient fell (of note, this conflicts with the report from the consumer the day before that the patient had not fallen or had any trauma). Regarding diagnostics/troubleshooting performed, nothing had been done yet. Regarding interventions/actions, the pump had been programmed to minimum rate mode. It was indicated surgical interventions had not occurred and had not been scheduled, but it was planned. The issue had not been resolved at the time of the report. The rep indicated they would receive additional information from the hcp in (B)(6) 2018. Per the rep, the patient was receiving 10 mg/ml of morphine at 9 mg/day. The patient¿s status was provided as alive - no injury at the time of the report. No further complications were reported or anticipated. The patient¿s weight, medical history, and other medications being taken at the time of the event were not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on 2018-(B)(6). The rep was not aware of any further troubleshooting to determine the cause of the patient's symptoms. The rep stated they contacted the neurosurgeon's office and requested that they be updated with additional information regarding the case. The rep was unable to obtain any new information. It was indicated the physician may try a spinal cord stimulator (scs) device for the patient and cease pump therapy, but the doctor had not made any decisions yet. Therefore, no further actions had been taken. The rep stated they would send back any devices that require investigation. The pump was currently in minimum rate and the patient had returned to their normal chronic pain.